Event description:
A report received from the USA, revealed that the device required service. It is known that the device was not being used in surgery but there is no information about any patient or user injuries or intervention. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. And is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).